Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy procedure with robot support, when using a bipolar maryland forceps, a sense of operation discomfort occurred during coagulation of the right uterine cardinal ligament. There was an unusual sensation in the movement. The movement of the hand controller of the surgeon console and the jaws of the instrument was not intuitive. There was a delay in opening and closing the jaws and an inconsistency with hand controller opening and closing. The bipolar maryland forceps was replaced before any damage occurred and the procedure was completed. There was no patient injury.

Manufacturer narrative:
Medtronic led an evaluation of the device data logs for the reported surgeon console. Evaluation of the device data logs show that the particular issue reported is not directly tracked in the logging system. The user has options to adjust ergonomics and scaling for rotation and translation, which may ease the sense of discomfort, in addition to repositioning the hand controllers within the workspace. Evaluation of the surgeon console noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a hysterectomy procedure with robot support, when using the bipolar (B)(6) forceps, a sense of operation discomfort occurred during coagulation of the right uterine cardinal ligament. The surgeon pointed out there was an unusual sensation in the movement. The movement of the hand controller and the jaws was not intuitive. There was a delay in opening and closing the jaws, inconsistency with hand controller opening and closing. The bipolar maryland forceps was replaced before any damage occurred and the procedure was completed. There was no patient injury.